Manufacturer narrative:
The pod was received with damaged bottom housing. The microprocessor was found detached from the pcb because of the post-use damage. So, the pod data could not be downloaded. No determination about insulin delivery or hazard alarm generated during the pod's operation could be made without the download data. The actual cause of the reported alarm could not be determined. Exposed portion of soft cannula was found to be kinked and flattened. It could not be determined when this damage to soft cannula occurred or if it linked to the reported hazard alarm generation. After opening the outer housing, ratchet gear teeth, reservoir cap, linkage assembly and sma wire assembly were found damaged. Due to this, it was not able to accurately assess any of the internal components or determine their state when the pod was worn. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. They received an occlusion alarm.